Event description:
During a transapical tavr procedure the 23mm sapien valve landed aortic above the annulus on the right coronary cusp (rcc) and moved further aortic after deployment, resulting in severe paravalvular leak (pvl). A second 23mm sapien valve was positioned within the first valve, and it also moved slightly aortic during deployment. There was still moderate-to-severe pvl, so a third 23mm sapien valve was deployed more ventricular with annular contact, which resolved the pvl. The patient remained stable throughout the procedure. The medical team debriefed extensively and concluded that the valve movement during deployment of the first two valves was caused by the patient¿s small, hypertrophic left ventricle. The native aortic annular diameter was 17.2mmx22.1mm (area 312mm2) by CT. The native aortic valve and root were mildly calcified. There was mild mitral annular calcification (mac) and moderate ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 65%. The image intensifier angle was described as good, and the coaxial alignment of the valve and delivery system was described as fair. During deployment, ventilation was held and there was no loss of pacing capture.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Cine images were submitted for review, no echo provided observations/impression: observations: moderate aortic valve calcification, no aortic root calcification, no porcelain aorta, mild-moderate mac. Image intensifier angle (iia) cannot be determined due to limited images. Only one image is available for the 1st valve deployment; image is of deployed valve. Original valve is deployed 100% aortic in the sov. Coaxial alignment of the 2nd valve deployment is poor. 2nd valve is deployed approximately 3-4mm lower than the 1st valve. No movement of the ds is noted during deployment of the 2nd valve. Impressions: cause of initial valve deployment in a too-aortic position cannot be determined due to limited imaging. Hypertrophic ventricle does not appear to be a contributing factor. Too-aortic positioning of 2nd valve appears to be related to sub-optimal positioning and poor coaxial alignment; ds movement is not noted on deployment. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the aortic malposition of the first sapien valve could not be determined based on the imaging provided. The medical team at the site concluded that the aortic movement during deployment was caused by the patient¿s small, hypertrophic left ventricle; however, this did not appear to be a contributing factor on imaging review. Additional contributing factors include poor coaxial alignment and minimal native aortic valve calcification. The aortic malposition of the second sapien valve appears to be related to suboptimal valve positioning and poor coaxial alignment. The pvl was likely due to the aortic malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.